Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Fever is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of post procedural complications. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient was prescribed desefin for post procedural fever with no stoma infection. Despite multiple queries, diagnostic tests, culture results, and location of infection were not provided, therefore, out of abundance of caution abbvie is conservatively reporting the event without attributing causality to the device.